Event description:
This case reported by a consumer, who contacted the company to report a product complaint, concerned a male pt of unknown age and origin. Medical history included being a brittle diabetic since 1984. Concomitant medication info was not provided. The pt received insulin lispro (humalog) and human insulin isophane suspension (humulin n) via cartridges per humapen (hp) ergo: teal/clear and hp ergo: burgundy/clear reusable devices, dosing regimen unspecified, for the treatment of diabetes, beginning on an unspecified date. The pt used a total of seven injections daily. In the past, date unspecified, the pt experienced a low blood sugar and was rushed to the hospital. It was unknown if the pt was hospitalized and treatment measures implemented were not reported. It was unknown if the pt recovered from the event. On an unspecified date, the pt also experienced a time where his glucose went up to 19 (mmol/l). It was unknown if treatment measures were implemented and if he recovered from the event. It was unknown if humalog and humulin n were continued. This hp ergo: teal/clear and hp ergo: burgundy/clear reusable device report included a product complaint, suspect devices(hp ergo: teal/clear lot 40227) and (hp ergo: burgundy/clear lot 0608a02). The pt was a trained user of the devices. The pt stated that the pens were not physically broken, but he had a hard time getting the insulin out of them. No device misuse or improper storage issues were reported. It was unknown if the pens with the problem were used. The return of the devices was anticipated. Did not ask for humalog and humulin n cartridge lot numbers. Additional info will be requested. Update 06/27/2008: additional info was received from the global product complaint management system on 06/25/2008: added history (diabetes since 1984) on pt lab and updated the EU/ca fields. Update 07/07/2008: additional info received from the initial reporter on 07/03/2008. Added the word brittle to diabetes to the narrative. No other changes were made to the case.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. Note: this report is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2008-00037, since there is more than one device implicated.